Event description:
It was reported that the probe cutter was stuck into the advanced position during a breast biopsy. The customer was unable to remove the probe from the position. The troubleshooting enabled the technician to resolve the issue. A new probe was opened and reinitialized to prove that the system was working. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 02/27/2008. Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found during testing, the unit gave l3-018 (blue cable error). To correct the complaint the analysis site replaced the blue cable. It was found that the green cable had exposed wires. To correct the issue heat shrink was added to the green and blue cables. Also, the top frame was replaced due to it caused the rotation knob to be wobbly and the e-clip was replaced due to damaged during disassembly. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.